Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. This lv lead was explanted and replaced. No additional adverse patient effects were reported.